Event description:
It was reported that the wake button was difficult to press. The customer reverted to manual insulin therapy. There was no reported adverse impact to the customers blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.